Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. In addition, the pump battery was depleting quickly. There was no reported impact to customer's blood glucose level. No further information was provided and the customer declined follow up from tandem technical support.